Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Controller error alarms over night. ICU and surgery discussion on replacement of 5.5. Placement signal not reliable. Local team on site for plan.

Manufacturer narrative:
Updated information: d6a/d6b implant/explant date do not apply to console and therefore dates have been removed. D9 device return date added. E1 initial reporter name, email address, and phone number and occupation updated.